Event description:
On (B)(6) 2012, at (B)(6) hospital, while using a cardiohelp base unit ((B)(4)) on a patient the hospital reported that the values for blood saturation (svo2), hematocrit (hct), and hemoglobin (hb) were not displayed on the cardiohelp unit; instead, only dashes were displayed. When the probe was attached to the cell the values would flash on the display for a split-second, then be replaced by dashes. Blood values from lab testing at the hospital indicated the patient's blood parameters were within normal physiologic levels. Multiple initializations of the venous probe did not address the issue and attempts at in-vivo calibration did not resolve the issue. The hospital switched the venous probe with one from a different cardiohelp, also with no affect on the values. Suggestions from the maquet ssu and field technician to hold the probe [?]more snuggly onto the cell", checking the integrity of the [?]pin portion of the cell" and cleaning the cell and probe also did not resolve the issue. The hospital concluded that support using the cardiohelp unit would continue without using the venous probe values. The probe was returned to the docking position on the safety bar. Cardiohelp support was continued by making blood analysis using the hospital lab. Follow up information indicates that the patient was removed from the cardiohelp on sunday (three days after the event), then passed away. Reference: (B)(4)

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. Reference: (B)(4).